Event description:
A hospital in (B)(6) reported via our distributor that there was leakage between the bag spike and the feedset tube of an mr290 autofeed chamber after three days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint device was visually inspected. Results: the visual inspection found that insufficient glue had been applied between the connection of the feedset spike and tube, causing it to separate. A lot check could not be performed as no lot number was provided. Conclusion: all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Our user instructions which accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." As part of our ongoing product improvements, additional glue is now applied to the feedset spike during production. (B)(4).